Event description:
The customer returned the colonovideoscope, which is an olympus asset with no reported complaint. However, during the evaluation of the device, image has obstruction or distortion. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the image obstruction or distortion was a defective plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The date of event is unknown. Additional information will be provided if available.